Event description:
New information noted that the patient was stable post procedure.

Event description:
Related manufacturer reference number: 2017865-2021-31895. Related manufacturer reference number: 2017865-2021-31896. Related manufacturer reference number: 2017865-2021-31897. It was reported that the patient developed an infection. The physician does no allege the implantable cardioverter defibrillator system caused the infection. However, vegetation was observed inside the heart. The device and three leads were explanted prophylactically.